Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe was not cutting properly during a vitrectomy procedure. It is unknown if the probe was aspirating. The probe was exchanged and the procedure was completed. There was no patient harm. Additional information and product sample have bee requested.

Manufacturer narrative:
A device history record (DHR) review for was conducted. No anomalies were found during the DHR review. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were four other complaints for the reported issue. No sample was returned for evaluation; therefore, visual and functional testing could not performed. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. Although no sample was returned to confirm the reported issue, an internal investigation has been initiated to further investigate the high level of complaints being returned for cut, actuation, and aspiration related issues. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).